Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the t1 and t2 anchors of the fast-fix deployed at the same time. Backup device was available to complete the procedure. It is unknown if a delay occurred. However, no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator had not been adjusted, and the device actuator was partially advanced. There was a moderate bend in the shaft, and significant debris in the needle. Both anchors had been deployed and were not returned. A functional evaluation could not be completed in full without the suture and anchors. The device actuator functioned as anticipated. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found the following warnings and precautions related to the reported event: read these instructions completely prior to use. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of the customer provided image revealed that the anchors have been fired from the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.